Event description:
Malfunction. Tension ring did not deploy correctly. Capsular tension ring model 14c, serialnumber (B)(6), lot ceeado, exp 4/30/2029 the capsular ring was handled using a third-party tension ring injector.

Manufacturer narrative:
An investigation of production records such as the device history record of lot ceeado showed no irregularities or deviations in relation to the event description. The review confirms that the manufacturing of the affected product was in accordance with the quality management system and applicable procedures. The records confirm compliance with the product specification and product conformity. No further complaints or post market information regarding the affected lot were registered to date. The DHR review, the trend analysis, the risk analysis and the review of the IFU were considered acceptable. The product was not returned to the manufacturer for evaluation. Based on the investigation, no confirmed cause could be verified. The root cause remains unknown. User-related factors such as handling or loading techniques might have contributed to the event. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.